Event description:
On (B)(6) 2010, patient reported the down button on the infusion device was defective. This was first noticed one week prior when trying to program a bolus. The down button pops up after being pressed. Patient does not know how long she has used this infusion device and boluses 5-6 times per day. Infusion device has been dropped, but it was not damaged or cracked as a result. Infusion device was not exposed to water or insulin ingress. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.